Event description:
Patient called to report adverse events involving her essure implant. Patient stated she had essure implanted on (B)(6) 2009, and was informed by her implanting physician that an extra coil triggered early. Patient said she had a right coil in place and a left coil in place, but had a third coil implanted that the physician couldn't find. Patient said she was told by her physician that it would not be a problem. Immediately after implantation, the patient said she suffered from hair loss, heavier menstrual cycles, cramping, red rash, difficulty breathing, hypersensitivity, and extreme fatigue. Patient said in 2013, she started having severe, life-altering back pain and could barely walk. She said she also started experiencing migraine headaches, nerve pain, sciatica, and nausea. Patient stated for years she tried to figure out the cause of her symptoms, but it wasn't until her chiropractor mentioned to her the essure could be the problem. Patient said she had all essure coils removed on (B)(6) 2017, and it was discovered that the third coil implanted by mistake was hitting her nerve and causing her severe back pain. Patient said her symptoms have all improved since the removal of the essure coils.